Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error and no delivery alarm. The customer¿s blood glucose level was 237 mg/dl. The customer reported that the insulin pump had stopped working. They stated that the insulin pump said no delivery, she rewound it, used a new reservoir and insulin pump site and then when she tried to use it she got an error message again of no delivery and motor error. The customer reported that they were able to clear the alarm and rewind the insulin pump. The insulin pump had a motor error alarm again and they were unable to clear it. The insulin pump will be returned for analysis.